Event description:
It was reported to philips that the system does not turn on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) connected with customer and confirmed that system does not turn on. Upon troubleshooting rse found the hospital conducted a test of the primary power supply for that the customer deactivated the main power supply to initiate the generator, resulting in a brief interruption of power between the shutdown of the main supply and the activation of the generator. To resolve the issue, rse advised the customer that when the power supply was cut off, the power supply must be reset to restart the system. After the power supply reset, the system returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the issue was caused by user. The user conducted a test of the primary power supply, customer deactivated the main power supply to initiate the generator, resulting in a brief interruption of power between the shutdown of the main supply and the activation of the generator. The reported malfunction did not happen due to the philips product, it¿s basically happened due to brief interruption of power between the shutdown of the main supply and the activation of the generator. This event would not be reportable. The codes were updated based on the investigation outcome.